Manufacturer narrative:
(B)(4). The etching/engraving is not legible, and the fracture of the tip (poly end) is not visible in the provided picture. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined for the reported event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Medical products: item#: 407399, comp primary broach handle; lot#: 038660. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that while the surgeon was using the instrument the tip fractured. No foreign body was retained or harm to the patient. Multiple attempts have been made to obtain additional information; no response has been received at this time.